Manufacturer narrative:
(B)(4). Investigation summary: the defect(s) reported by the customer has/have been verified and repaired using the measures listed in the "proof of repair"."tornado": preventive replacement of o-rings performed acc. To sb13f317, motor does not turn: motor replaced, short circuit in the motor cable - motor cable replaced, defective o-rings replaced, unit cleaned, functional test performed, functional test acc. To test procedure completed, safety test checklist enclosed, hipot test completed, electrical safety test acc. To iec 60601-1 completed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy synthes mitek complaints system revealed two similar and three dissimilar complaints for this device's serial number. At this point in time, no corrective or preventative actions are required as the device has been repaired. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Doesn¿t turn ¿ jammed motor. No impact on the patient. Postoperatively. The procedure has been completed.